Manufacturer narrative:
Qn#(B)(4). The customer returned one dilator/sheath assembly with the dilator protruding out the middle of the sheath for evaluation. The device contained obvious signs of use in the form of biological material, and the sheath appeared to be clogged with dried blood. Visual examination of the sheath revealed a crease and slight split in the sheath body. The crease is typically seen when undue force is applied to the sheath and it buckles, thus causing a bend and possible split. Examination of the dilator did not reveal any defects or anomalies. The returned sheath was damaged/split 45-60mm from the distal tip. The total length of the sheath measured 2.71" which is not within specifications of 2.75-3" per product drawing. The outer diameter of the sheath body measured 0.087" which is not within the specifications of 0.096-102" per product drawing. The inner diameter of the proximal end of the sheath measured 0.066" which is not consistent with the minimal specification of 0.079" per product drawing. The outer diameter of the dilator body measured .06565", which is not within the specifications of .076"-.078" per dilator drawing. In addition, the drawing states that the dilator hub should be blue; however, the returned dilator has a yellow hub. Based on these specifications it is evident that the customer most likely reported the incorrect kit. Once the clogged blood was removed from the sheath, the dilator was able to advance through the returned sheath with minimal resistance. A device history record review was performed on the reported kit with no relevant findings. The IFU provided with this kit cautions the user, "do not withdraw tissue dilator until the sheath is well within vessel to reduce the risk of damage to sheath tip". The customer report of a damaged sheath was confirmed by complaint investigation. The returned sheath contained a split and creased body, consistent with undue force being applied to the sheath and causing buckling. However, none of the dimensions for the returned samples met the specifications for the dilator and sheath in the reported kit. A device history record review was performed on the reported kit with no relevant findings. Though undue force mostly likely caused this issue, the probable cause of this complaint cannot be verified and is deemed undermined since the incorrect kit was likely reported by the customer. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
The customer reports that the dilator split while inserting PICC and was unable to thread the PICC.

Manufacturer narrative:
(B)(4). Preliminary evaluation of the returned device indicates the dilator breaking through the body of the sheath.

Event description:
The customer reports that the dilator split while inserting PICC and was unable to thread the PICC.